Manufacturer narrative:
E 1. Initial reporter address line 1 (cont.): (B)(6). E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02787 for product code sat001 (smartablate¿ irrigation tubing set). (2) MFR # 2029046-2023-02788 for product code sat001 (smartablate¿ irrigation tubing set).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and there was material observed inside the tubing which seemed like "condensation", motionless glitters during the opening of the device. It disappeared with abundant purging and tapping on the tubing.

Manufacturer narrative:
On 18-dec-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 08-jan-2024. It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and there was material observed inside the tubing which seemed like "condensation", motionless glitters during the opening of the device. It disappeared with abundant purging and tapping on the tubing. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed, and no issues were observed. No issues related to the reported event were found. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is non toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. A device history record evaluation was performed for the finished device ac8518238 number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The event described could not be confirmed as the device performed without any issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2023-02787 for product code sat001 (smartablate¿ irrigation tubing set); MFR # 2029046-2023-02788 for product code sat001 (smartablate¿ irrigation tubing set).